Event description:
It has been reported to philips that the system cannot be started up.the system was not in clinical use. There was no reported patient or user harm.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that system was unable to power on. Upon troubleshooting fse checked the bios battery and setting of suite pc, both are working correctly. To resolve the issue, fse reconnect the ground and power cable. After repair, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes were updated based on the investigation outcome.